Manufacturer narrative:
Updated information: h6 med dev prob code updated to a020102.

Manufacturer narrative:
Corrected: d4 (serial). Defective component issue: the cause of the defective component issue was not determined due to no product being returned for investigation to confirm the reported issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Due to massive kink in the lower and upper aorta, docs decided to remove the repositioning sheath form the impella catheter because it was too short for the patient. Then they decided to leave the 25cm insertion sheath in place. The customer declined to switch out the pump and wants to leave the pump overnight for weaning. Groin is dry and there are no problems. Pulse in the lower leg is good. The patient was successfully weaned, and the device was explanted.